Manufacturer narrative:
Other relevant device(s) are: product ID: 8784, serial #: (B)(4), ubd: 05-jun-2020, UDI#: (B)(4); product ID: 8780, serial #: (B)(4), ubd: 19-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that an infection occurred, and the patient¿s pump and catheter were explanted on (B)(6) 2018. Regarding the system explant, meningitis was further noted. Diagnostics/troubleshooting performed was indicated as having been not applicable. Environmental/external/patient factors that may have led or contributed to the issue was unknown. It was unknown if the issue was resolved at the time of the report. The patient¿s status at the time of the report was unknown. The pump was discarded by the hcp per hospital protocol; however, the catheter was to be returned to the manufacturer. Other medications the patient was taking at the time of the event was unable to obtained. The patient¿s medical history and weight were unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the catheter component with serial number (B)(4) revealed no significant anomaly; the catheter was returned in segments and met acceptable testing. Analysis of the catheter component with serial number (B)(4) revealed a user related kink in the catheter body. The results code and conclusion code pertain to the catheter component with serial number (B)(4). The results code and conclusion code pertain to the catheter component with serial number (B)(4). If information is provided in the future, a supplemental report will be issued.